Event description:
Procedure type: c-section. According to the reporter: 5mm tip of suture needle missing during caesarian section. Closure stopped and search commenced. Unable to find. Abdomen x-rayed. Nil found at x-ray. Abdominal x-ray was performed and nad on x-ray. No ill effects to pt.

Manufacturer narrative:
(B)(4).